Manufacturer narrative:
Additional information was received from the local area field representative indicating no programming changes were made and the device will continue to be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes due to oversensing in the secondary vector. The episodes were stored shortly after implant. Boston scientific technical services (ts) discussed possible causes and reprogramming, however the oversensing appeared to have resolve as no new episodes had been stored in two weeks. No adverse patient effects were reported.